Event description:
Customer reported via phone, she was in the intensive care units due to her having a diabetic ketoacidosis. The doctor wanted her to reconnect to the insulin pump but her blood glucose continued to go up, so the doctor believed there might be an issue with the device. The customer's blood glucose was 715 mg/dl. The customer's symptoms were nausea and vomiting. The customer was treated with an insulin drip. Customer declined troubleshooting as her doctor believes there is something wrong with the device and requested a replacement. Customer initially thought she had food poison. Customer's blood glucose in the evening was 188 mg/dl and ah hour later it was 489 mg. Then it went up to 511 mg/dl and 550 mg/dl. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device had minor scratched display window.